Event description:
The patient fell and subsequently experienced a loss of therapeutic effect. The patient went to the hospital and a catheter was inserted. While the catheter was in, the patient turned off the device. The manufacturer representative met the patient and programmed the device while it was off. That same day the catheter was removed. After the programming, the patient did not have therapeutic effect and urinated 16 times that night. The next day, the patient was at the clinic and the clinician was not sure if the device was actually on. The patient resides in hospice. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).